Event description:
During an endovascular procedure, manipulation of the device (i.e. Diagnostic catheter) was inadvertently twisted and this resulted in it breaking into two. One of the fragments had to be surgically removed. Internal mammary artery diagnostic catheter. FDA safety report ID# (B)(4).